Manufacturer narrative:
The previously reported conclusion code no longer applies to this event.

Manufacturer narrative:
Eval code-conclusion updated.

Event description:
The pump serial number was received.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# 0210155622, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-24, information was received from a foreign patient via a healthcare professional (hcp) and a manufacturer representative (rep) regarding a patient who was receiving bupivacaine (10 mg/ml at a dose of 3.5 mg/day) and clonidine (0.3 mg/ml at a dose of 0.1 mg/day) via an implantable pump for an unknown indication for use. On approximately 2016-04-25, the patient reported reduced pain relief. On (B)(6) 2016, x-rays were performed with contrast medium via side port access. The hcp observed a high resistance; no aspiration nor injection of contrast medium was possible through the catheter access port (cap). Revision surgery was performed on (B)(6) 2016. During the revision surgery, the pump pocket was opened. In the pump pocket the "physician found a twiddler-syndrome". The catheter was twisted multiple times. At least one (out of two) sutures to fix the pump in the pocket was abrupt. The catheter was cut behind the catheter connector on the spinal segment. The connector and 10 cm from the spinal part of the catheter were explanted. Cerebrospinal fluid (csf) backflow was observed. A new 8780 catheter was opened and the pump connector segment of the catheter was implanted and connected with the remaining catheter segment. The issue was reported as resolved.

Manufacturer narrative:
Analysis of the catheter significant twisting in the catheter body that may have affected infusion. Analysis also found damage to the catheter transition tube. (B)(4).

Manufacturer narrative:
Additional information received indicated the product was received by the company at an international site, and was shipped to a different site for analysis; however the product has not been received at the site to perform analysis. The current device location is unknown and an investigation is ongoing to locate the device.

Manufacturer narrative:
Eval code-conclusion no longer applies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.